Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set separated from the mainbody. The separation was observed at home during pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/07/2021.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.